Manufacturer narrative:
[Conclusion]: the healthcare professional reported that during the procedure, the deltafill18 5 mm x 20 cm (dlf180520 / s14202) could not be detached. The coil was successfully removed from the patient still attached to the delivery system. It was used with the enpower control cable (ecb00018200 / s14045) which had no issue. The coil was replaced and the procedure was successfully complete with another detachment control box without further issue or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event; no unintended detachment in the vessel or in the microcatheter. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (s14202) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of causes and possible contributing factors could be made. As such the investigation will be closed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(4). Concomitant med products: enpower control cable (ecb00018200 / s14045), detachment control box (dcb2000500.) The name, phone and email address of the initial reporter is unknown. [Conclusion]: the healthcare professional reported that during the procedure, the deltafill18 5 mm x 20 cm (dlf180520 / s14202) could not be detached. It was used with the enpower control cable (ecb00018200 / s14045) which had no issue. The coil was replaced and the procedure was successfully complete without further issue or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event; no unintended detachment in the vessel or in the microcatheter. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (s14202) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of causes and possible contributing factors could be made. As such the investigation will be closed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the deltafill18 5 mm x 20 cm (dlf180520 / s14202) could not be detached. It was used with the enpower control cable (ecb00018200 / s14045) which had no issue. The coil was replaced and the procedure was successfully complete without further issue or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event; no unintended detachment in the vessel or in the microcatheter.